Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. In addition, once connection was resumed, the continuous glucose monitor (cgm) readings were not "backfilling". No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.